Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08705 inches. No unexpected insulin flow blocked alarms were noted. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she had high blood glucose level. The customer¿s blood glucose level was 405 mg/dl at the time of incident. The customer¿s current blood glucose level was 425 mg/dl. The customer had blood glucose level 428 mg/dl, 484 mg/dl, 357 mg/dl and 237 mg/dl. The customer had dry mouth as symptom of high blood glucose level. The customer removed reservoir, did rewind, reinserted reservoir and ran load reservoir and filled tubing with current set and found that the insulin did exit. The customer reported that the cannula was bent. The customer was treated with bolus and carbs for high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.